Event description:
It was noted a pericardial effusion (pe) and cardiac perforation occurred. The left atrial appendage (laa) was noted to be long, skinny, and heavily pectinated distally. A laa closure procedure was being performed. Transesophageal echocardiogram (tee) imaging revealed there was a pre-existing trace pe. After femoral vein access, transseptal puncture (tsp) was performed using versacross connect (vcc) and a watchman access sheath (was) was advanced into the left atrium (la) over a pigtail catheter. A 20mm watchman flx pro delivery system and closure device (wds) was advanced and deployed. A slowly growing pe located in one of the posterior lobes of the laa was noted on tee imaging while assessing wds release criteria. The wds was implanted after meeting release criteria. Vitals remained stable. A pericardiocentesis was performed and bright red fluid was removed. The procedure was completed. The patient was hospitalized and is expected to fully recover. The physicians believe a laa pectinate lobe tore slightly during wds deployment, and the mechanism of action was the laa pectinate directing the wds ball into one of the proximal posterior laa lobes.

Manufacturer narrative:
B5: information added. H6 patient codes added: cardiac tamponade and hemorrhage/blood loss/bleeding.

Event description:
It was noted a pericardial effusion (pe) and cardiac perforation occurred. The left atrial appendage (laa) was noted to be long, skinny, and heavily pectinated distally. A laa closure procedure was being performed. Transesophageal echocardiogram (tee) imaging revealed there was a pre-existing trace pe. After femoral vein access, transseptal puncture (tsp) was performed using versacross connect (vcc) and a watchman access sheath (was) was advanced into the left atrium (la) over a pigtail catheter. A 20mm watchman flx pro delivery system and closure device (wds) was advanced and deployed. A slowly growing pe located in one of the posterior lobes of the laa was noted on tee imaging while assessing wds release criteria. The wds was implanted after meeting release criteria. Vitals remained stable. A pericardiocentesis was performed and bright red fluid was removed. The procedure was completed. The patient was hospitalized and is expected to fully recover. The physicians believe a laa pectinate lobe tore slightly during wds deployment, and the mechanism of action was the laa pectinate directing the wds ball into one of the proximal posterior laa lobes. It was further reported the patient experienced tamponade and also procedure and device related bleeding during the event.